Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving frequent glucose suspend alerts. Based on escalation analysis, a sensor replacement was approved due to system performance and a sensor RMA issued for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Data management system (dms) records showed that the user had not used the system since (B)(6) 2026. Investigation on the physical device was not possible as it was not returned, however, based on a review of the in vivo data, degradation in chemical performance was noted, consistent with oxidation of the glucose-indicating component of the sensor hydrogel. The user was referred to their hcp for insertion of a new sensor.